Event description:
It was reported that while the ventilator was connected to a patient, it suddenly went blank, the screen turned black and it stopped ventilating for approximately 10-20 seconds. There was no patient injury. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#. (B)(4).

Manufacturer narrative:
The logs from the ventilator were received but no parts were replaced. No parts were replaced but the logs from the ventilator were received therefore the investigation consists of an evaluation of the information and the ventilator¿s logs. The evaluation of logs show that the measured backlight voltage was momentarily below the specified. This caused the backlight to blacken out while it was being reset and this is what was described as the screen blackening. The logs further shows that there was no stop of ventilation at any time. The ventilating function of delivering mixed gases to the patient which is regulated by the patient unit and delivered by the patient circuit hoses was working normally. The backlight function is to illuminate the screen to enable visualization and has no other function. The blackening momentarily disabled visualization of the displayed ventilation curves and values but ventilation was ongoing. The logs further show that prior to the blackening a high airway pressure alarm was generated that was followed by an o2 boost function where 100% o2 was administered. A high airway pressure situation will lead to terminations of breaths where inspirations go over to expirations due to the reached airway pressure limit. Terminations of breaths can be perceived as stop ventilation. The high airway pressure alarm and the blackening of the screen are not related but the coincidence of happening at the same time could have led to reporting of blackening of the screen as the ventilator stopping to ventilate. The cause of the momentary voltage drop has not been determined. H3 other text : log evaluation.